Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During treatment of a lesion in the left anterior descending artery (lad) with a csi diamondback coronary orbital atherectomy device (oad), the crown was noted to jump and a type a dissection occurred due to patient anatomy. Previously planned balloon angioplasty was performed to resolve the dissection. During a standard follow up appointment three months following the procedure, a pseudoaneurysm was noted as a result of the dissection which had occurred during the procedure. The patient underwent another procedure and atherectomy was performed to facilitate stent delivery to resolve the pseudoaneurysm. The patient recovered well and no further issues were reported.